Event description:
It was reported that the right ventricular (rv) lead had high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was thoroughly analyzed and no anomalies could be attributed to the complaint at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), implantable cardioverter defibrillator, 2012 (B)(6); 5076-52, implantable pacing lead, 2012 (B)(6). (B)(4).